Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number (B)(6).

Manufacturer narrative:
The report that the device was revised due to end of life (eol) was confirmed. Analysis and longevity of the returned device found it declared eri, eol, and had normal battery depletion. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.